Event description:
This rv lead was implanted on (B)(6) 2011. A call to technical services on (B)(6) 2011 states that patient presented to the ER with pocket stimulation -about every time there is a pace. Caller found no capture on the rv, even at 7.5v. Impedances trending down over time - pace from 500s to 370 and shock from 40 to 36. Sensing down to 0.6 or 0.7mv. Sensitivity up to 0.15mv he's getting intermittent sensing. Thinking about turning the device off so that she doesn't get a bunch of inappropriate shocks. Caller not sure if patient will be admitted. If she can be monitored, then you can turn tachy off. However, if she will be ambulatory then put the sensing back up and at least give the device a chance to see a true arrhythmia. Patient has not had ambulatory therapy with this device or with her previous device. Ts bottom line is that we don't know if a shock will be delivered or not - the impedances are fine, so it may actually work if she needs it, but the sensing and pacing capture are horrible. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).